Event description:
It was reported that the patient had syncope. Loss of pacing and oversensing of noise due to electromagnetic interference (emi) were observed on the right ventricular (rv) lead and the device. The patient was hospitalized. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the patient had syncope. Loss of pacing and oversensing of noise due to electromagnetic interference (emi) were observed on the right ventricular (rv) lead and the device. The patient was hospitalized. Device reprogramming was anticipated to resolve the event. The patient was in stable condition and will continue to be monitored. Additional information was requested but was not available.